Manufacturer narrative:
Additional information: b5, g4, h2, h6.

Event description:
New information noted that a lead insulation anomaly was noted during a routine device exchange. The physician suspects this happened during the procedure. The patient was in stable condition.

Event description:
New information noted that noise on right ventricular lead continued. Patient was stable and would be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had noise. No intervention was performed. Patient was stable and would be monitored.